Manufacturer narrative:
Serial ID for the xenograft was not provided. A re-review of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints will be conducted for the lot. Results will be reported once investigation is completed.

Event description:
Rti surgical, inc (rti) received a complaint indicating that the patient underwent a second procedure for a chiari malformation on (B)(6) 2016 with implantation of a bovine pericardium (bp) dural graft and duraseal applied over the graft. On (B)(6) 2016 the patient presented with symptoms of a cerebrospinal fluid (csf) leak. Upon surgical intervention on (B)(6) 2016, it was noted that the margins of the bp graft were tattered and torn and a csf leak was present. The surgeon attempted to re-suture the bp graft, however it would not take additional sutures. The bp graft was removed and replaced with one codman duraform onlay graft and tisseel. The patient is doing well.

Manufacturer narrative:
Method: the graft was not returned to rti for evaluation. Therefore, a re-review was preformed of manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz14510140. Serial ID was not reported for this complaint. Xenografts manufactured from this lot underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for the lot were acceptable. To date, rti has manufactured and distributed (B)(4) bovine pericardium xenografts from this lot without related complaints. Conclusion: records re-review indicated that all xenografts manufactured from lot nz14510140 met all rti specifications and release criteria prior to distribution. There are no related complaints for the lot. Additional information was requested regarding the initial procedure, sutures utilized and whether the patient is or not allergic to material of bovine origin. To date, rti has not received additional information. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant.